Event description:
It was reported that the reservoir was leaking. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover, a worn line cord and pole clamp. The customer stated problem was duplicated, the device leaked from the bottom of the tank cover. Replaced the tank cover, line cord, and pole clamp. The cause of the reported problem was traced to customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.